Manufacturer narrative:
The suspect device is not expected to return for evaluation. The complaint cannot be confirmed and a root cause cannot be determined. A review of the complaint database and device history record cannot be performed as a lot number was not provided.

Event description:
The account alleges the prelude snap is not peeling apart correctly.